Event description:
The surgeon used permacol in a large recurrent hernia case. The hernia recurred and upon exploration the tissue had torn away from fascia and adhered to the bowel. The tissue adhesion to bowel was so strong the surgeon had to leave some permacol on it. The surgeon stated that he does not feel that the permacol was at fault, however, since omentun was not available, this sort of complication can happen with any mesh.